Manufacturer narrative:
Added: d3, e4 the cause of the difficulty separating introducer sheath was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that, while the physician was ripping the peel away sheath, the sheath did not rip on perforation and physician had to manually cut sheath after multiple attempts of manually ripping.